Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient developed symptoms of hemolysis including increased lactate dehydrogenase level, worsening heart failure, stroke (date unspecified), low flows, and an elevated pulsatility index (pi) a ramp echocardiogram showed the aortic valve opening with each beat, large pulse pressures and a dilated left ventricle despite aggressive, rapid pump speeds. At a speed of 9780 rpm, estimated flow was calculated as 2.8 lpm with powers of 4.9 watts and a pi of 7.8. The patient was started on integrilin and heparin without effect. The patient's pump was exchanged on (B)(6) 2015 due to hemolysis and suspected thrombosis. A clot in the inflow conduit was noted upon explant.

Manufacturer narrative:
Approximate age of device ¿ 44 days. Device evaluation: the report of device thrombosis and hemolysis was confirmed based on the evaluation of the returned pump. However, a correlation between the evaluation findings of vad-58780 and the reported stroke could not be conclusively determined through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of vad-58780, a large thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The thrombus ring extended out from the proximal side of the inlet bearing ball, indicating that the thrombus was also surrounding the inlet bearing cup prior to the disassembly process. The thrombus ring showed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it was obstructing approximately 70-80 percent of the blood flow path and could have contributed to a decrease in blood flow, resulting in the reported low flows. The partial obstruction could have also contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.